Event description:
It was reported (2) mcl 20 were used during a radical prostectomy. It was reported by the rep that the surgeon claims that the clip appliers would not fire during procedure. Hospital requested entire box be returned. There was no consequences to the patient.